Manufacturer narrative:
Claimed unit was shipped back to tssi department for repair activity. The reported error code can be due to: a clamp mechanical problem (e.g. Defective spindle and motor); fluid ingress into the clamp; defective zka board. According to the complaints database review, no other similar issues have been submitted for this unit since its installation in 2019. Based on the available information, the root cause of the event is related to a defective erc components. It cannot be ruled out that an internal corrosion, due to fluid ingress and/or the use condition (i.e. Extensive exposure to liquid, especially during cleaning) can contribute to the failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could reproduce the reported issue. During device inspection, it was found that liquid entered inside it and that the internal connector has poor contact. The device will be sent to livanova deutschland for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc (electrical remote-controlled) tubing clamp / 620mm gave an error message related to its failure. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6), japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The device has been disinfected, cleaned, opened, inspected, tested and reassembled. After cleaning the device worked well. Test run performed with positive results. Tsi performed with positive results.

Event description:
See initial report